Manufacturer narrative:
Citation: s. Kueri et al. Perceval sutureless valve in failing freestyle bioprosthesis: a series of four surgical valves in valve implantations. Thorac cardiovasc surg 2018; 66(s 01): s1-s110. Doi: 10.1055/s-0038-1628001. Earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.   If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding perceval sutureless valve in failing freestyle bioprosthesis: a series of four surgical valves in valve implantations. All data were collected from a single center between 2015 and 2016. The study population included 4 patients (predominantly male; mean age 71 years), all of which were implanted with medtronic freestyle (serial numbers not provided).   Among all patients adverse events included: three patients presented with severe aortic insufficiency due to cusp rupture and one patient presented with endocarditis isolated to the free cusp edge of the bioprosthesis. Based on the available information, all were attributed to medtronic product.   No additional adverse patient effects were reported.